Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported " implant exchange due to the patient's concern with the product". Healthcare professional later reported "left side rupture". Healthcare professional later reported "left demonstrating severe calcification and capsular contracture". Device was explanted.

Event description:
Healthcare professional reported, "implant exchange, due to the patient's concern with the product". Healthcare professional, later reported, left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety/product/procedure: unable to observe, since it is not related to the device. Deflation: not observed. No additional observation. No further actions are required, as no manufacturing issues are observed.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported " implant exchange due to the patient's concern with the product". Healthcare professional later reported left side deflation. Device remains implanted.